Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) level was over 600 mg/dl. A bolus was delivered and manual injection was administered to address bg level. A supply change was performed to address bg level.